Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was unable to confirm the customer comment of battery drawer and port damage, there was no issue found with the output connectors or the battery drawer. It was noted that the hanger was cracked, c277 was damaged on the main printed circuit board and there was evidence of the main seal being pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door and the a(atrium)/v(ventricle) port on the external pulse generator (epg) were damaged. It was noted that the epg was also returned for test and calibration. The epg was returned for repair. No patient complications have been reported as a result of this event.